Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on 04/05/2021 via medwatch #: mw5100562 investigation summary: based on the verbatim the "sticky substance" was likely silicone. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. N/a. The reported defect was not identified based on the verbatim.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced liquid/moisture/droplets in syringe. The following information was provided by the initial reporter: material no: 309657, batch no: 1041512. A 3ml syringe removed from the med room along with a 18g needle to draw up a medication for administering IV. Just before inserting the needle noticed issue with the syringe. Upon further inspection it was noted that there were some kind of sticky substance in the syringe, needle had not been inserted into the vial, unsure where this substance came from.